Event description:
It was reported that when patient came in for a check, the device could not be interrogated. Tests showed the device to be at eri prematurely. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and using automated test equipment. A high current source was traced to the hybrid circuit. The device experienced damage during further testing and root cause could not be determined.